Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she passed out due to low blood glucose. The customer reported that they would receive low battery alert when 2 bars then the insulin pump would go to blank display. The customer's blood glucose was 32 mg/dl at the time of incident. The customer treated her low blood glucose with orange juice. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The insulin pump will not be returned for analysis.